Event description:
International affiliate reports revision surgery was performed due to device pull out/loosening and a fractured vertebral body. As reported, the plate had come off the vertebral body and a screw had subsided on the vertebral body. The cervical cage was loose. The explanted devices included one uniplate plate, two uniplate self drilling screws, and one cervical I/f cage. See the following medwatch reports for the other devices involved in the event: 1526439-2013-24954, 1526439-2013-24955, 1526439-2013-24956.

Manufacturer narrative:
Corrections: updated to remove (B)(4) and (B)(4) as the implants did not mechanically fail. Investigation detail: visual inspection of the returned uniplate 1 level plate, 20mm [product code: 1897-01-020, lot no: alkbbt] noted moderate scratch marks on the front surface of the plate. Additionally, one of the two locking cams had deformed hexlobes. No other abnormalities were observed. A device history records (dhrs) review for product code 1897-01-020 was conducted. Uniplate 1 level plate, 20mm [product code: 1897-01-020, lot no: alkbbt] was released on august 4th, 2010; quantity of (B)(4) units and no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the screw pullout from the bone is undetermined. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.